Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of ballooning of the extension leg was confirmed and was determined to be use related. The product returned for evaluation was a groshong nxt clearvue two-piece connector assembly. Use residue was observed on the returned sample. Also received was a video which depicted the returned sample. The returned video depicted an attempt to flush the sample which revealed an aneurysm in the extension tube of the proximal connector. An attempt to pressurize the returned sample with water using a 12ml syringe confirmed the aneurysm just distal to the white oversleeve. Tactile evaluation of the extension tube revealed necking and tensile weakness. Microscopic inspection of the aneurysm revealed small superficial fractures within the extension tube. The location and physical characteristics of the damage observed in the returned sample are indicative of ballooning caused by over-pressurization of the catheter, likely a result of buildup of biological material within the catheter, and/or stretching of the extension leg tubing to the point of creating elastic weakness. The product IFU states ¿do not use a syringe smaller than 10 ml¿ and contains suggested catheter maintenance procedures. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported the device has a problem at the connector during reuse within 1 week after placement, replacement. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the device has a problem at the connector during reuse within 1 week after placement, replacement. No other information was provided.